Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was in reset mode. Possible output circuit anomaly due to a suspected lead issue.